Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The delivery device was returned for evaluation on (B)(6) 2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was present in the delivery device, indicating deployment in to the aorta. Blood was also observed on the loading device. The blue slide lock was dis-engaged and the plunger was completely depressed. The seal and tension spring assembly was not returned. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 25154132 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not deploy. Device failed before being introduced to the patient. Issue occurred at the scrub table not during patient use. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy . A replacement device was used to complete the procedure. The hospital did not report any patient effects.